Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Sw 2.5b. On (B)(6) 2021 customer alleged the pump having no delivery, failed batt test alarms, rewind anomaly, broken reservoir tube lip, rainbow effective on display. Pump monitored for a day display properly no anomaly noted. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed self-test, off no power test, rewind test, and displacement test. No unexpected failed batt test alarm or rewind loud/noise anomaly noted during testing. Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Pump history download using thds was successful. However, no unexpected no delivery alarm shown on down load report on event date (B)(6) 2021. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. Motor passed motor test. Unit had cracked battery tube threads, cracked lcd window, partial broken reservoir tube lip, cracked case at display window corners, cracked belt clip sot, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Pump having partial broken reservoir tube lip confirmed. Failed batt test alarms, rainbow effective display and rewind anomaly not confirmed. Unable to confirm no delivery alarm due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin no delivery and rainbow effect on screen and rewind anomaly. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.